Event description:
Per the info provided to co by the physician's office through co's intl rep, the device was removed due to "dysfunction", secondary to "deflation". As reported to co, the entire device was removed and replaced with another co's 3-piece inflatable penile prosthesis.

Manufacturer narrative:
According to the available info, this penile prosthesis was implanted on 12/11/92. The device was removed on 2/26/97, reportedly because "no deflation [was] possible" with the device. Add'l info indicated that there were no apparent circumstances in the pt's history which could have contributed to this occurrence. The pump with an attached connector, two cylinders, and the reservoir were received and evaluated by the MFR. Before sterilizing the device, no solid, white foreign material was detected in the cylinder tubing. However, after the sterilization process, it was detected blocking the tubing of cylinder #1. Therefore, cylinder #1 could not fully tested. During functional testing no abnormalities were detected with the pump's valve mechanisms. Based on the received info and quality assurances evaluation, qa concludes that no abnormalities with this device would have contributed to the difficult device deflation. The blockage of cylinder #1's tubing occurred subsequent to the device removal, and therefore is not related to the reported occurrence. However, qa is aware of other circumstances that would contribute to difficult device deflation. Therefore, qa accpets difficult device deflation as the reason for removing the device.